Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the photograph submitted for this complaint was not sufficient to determine the root cause for this incident. Without additional information or physical samples are unable to fully investigate this issue. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper in the unspecified bd plastipak¿ syringe was misaligned on the plunger and caused liquid to leak out when drawn up. The following information was provided by the initial reporter: "it seems that the plunger inside the barrel is not seated properly which meant when liquid was taken up it was leaking out of the barrel and wasn¿t a sterile sea."